Manufacturer narrative:
H6: type of investigation corrected.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that two (2) photos provided for evaluation; two (2) photos provided; the photo confirms the complaint of a hole in the packaging. No 4616e samples were provided for evaluation. The reported complaint of internal valve failed to seal can be confirmed from the photo provided. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the packaging therefore the product was no longer sterile and unable to be used in sterile procedures. There was no patient involvement.